Event description:
The customer opened a box of contour next test strips and the bottle was already open. No adverse event was alleged. The customer was asked to return the strips for investigation product was not replaced at the time of the call.